Event description:
It was reported that during unspecified surgical procedure, it was observed that the kincise impactor device would not fire. During in-house engineering evaluation, it was determined that the was visually and functionally assessed and it was determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger loose. The rear housing separating from the mid-plate was due to the trigger screw coming loose. The surgical impactor trigger screw back was out, which allowed the trigger body to move, resulting in the rear housing separation. The device also failed pretests for visual assessment, intermittent test assessment and final assessment. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was visually and functionally assessed and it was determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger loose. The rear housing separating from the mid-plate was due to the trigger screw coming loose. The surgical impactor trigger screw back was out, which allowed the trigger body to move, resulting in the rear housing separation. The device also failed pretests for visual assessment, intermittent test assessment and final assessment. The assignable root cause was traced to component failure due to general tool degradation since the device met its life expectancy due to its age. UDI: (B)(4).